Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery. 1.5mm rotapro and rotawire were used and a rotablation was performed successfully. Then, the vessel was then re-wired with non-boston scientific guidewire. A 2.50mm x 15mm emerge balloon was selected for percutaneous coronary intervention (pci) procedure. The emerge balloon was inserted into lesion in mid circumflex, it was inflated to 12 atmospheres for approximately 5 secs and withdrawn to the proximal lesion in the circumflex and inflated to 12 atm for approximately 5 seconds. The emerge was then withdrawn and placed at the ostial lesion of the circumflex and inflated again to 12 atmospheres. On the third inflation, the balloon was ruptured at 12 atmospheres and it was removed successfully from the patient. Then, the vessel was prepared with a 2.00mm x 12mm emerge and then further with a 3.0mm x 15mm emerge. However, during the first inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The balloon was ruptured and it was removed successfully from the patient and another 3.0mm x 15mm emerge balloon used successfully to dilated the vessel. A 3.5mm x 15mm emerge balloon ruptured, during the first inflation at 12 atmospheres for 5 seconds, and it was removed successfully from the patient. A 3.5mm x 12mm emerge balloon used successfully to dilated the vessel. A 3.00mm x 32mm synergy was implanted into the left main artery and mid eft circumflex artery (lcx). It was post dilated with a 3.5mm x 15mm and 4.00mm x 15mm emerge balloons. The left anterior descending artery (lad) was wired using a non-boston scientific guidewire and the ostial/proximal lad was prepared using a 4.00mm x 15mm emerge balloon and then a non-boston scientific drug-coated balloon (dcb). A 4.50mm x 8mm emerge balloon was used to optimize the proximal part of the synergy. The procedure was successfully completed, there were no patient complications, the patient was stable and well post procedure.